Event description:
The customer reported that while the unit was in use on a patient, the unit generated "electrical test failure codes #50 & #51. The patient was switched to another unit and therapy was continued. No pt injury was reported.